Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Healthcare professional later reported a deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Healthcare professional later reported a deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: broken striated on plug strap assessed as surgical damage. Missing of plug strap assessed as inconclusive. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Healthcare professional later reported a deflation. Device has been explanted and replaced.